Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings:. On (B)(6) 14 black box recorded two ¿loss of prime¿ warnings due to low non-zero force readings. Pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other alarm observed. Checked force sensor calibration; calibration was 175 which is within specification. Unable to duplicate customer complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.